Event description:
It was reported that during the procedure of an extremely tortuous lic,the buddywire accordinated and became entangled in the depolyed stent while attempting retrieval of the filter basket.it was noted tha the patient was sent to surgery and the buddywire and the filter basket were removed without incident.the deployed stent remained in the vessel.there was no additional information available.